Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Swelling in left knee [joint swelling]. Pain in left knee [arthralgia]. Knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2011 from a physician regarding a (B)(6) female patient, initials (B)(6). The patient received the first injection of synvisc into the left knee on (B)(6) 2011. On (B)(6) 2011, the patient received the second synvisc injection into the left knee. On (B)(6) 2011, the patient had her third synvisc injection into the left knee. During injecting, the patient developed left knee swelling and joint fluid of 75cc was aspirated. The injection was continued to completion. On (B)(6) 2011, the patient re-visited the clinic because of left knee swelling and left knee pain. Joint fluid of 30cc was aspirated on (B)(6) 2011. Additional treatments for the events included administration of 1 ample of dexamethasone on (B)(6) 2011. The patient had no pyrexia. The synvisc lot number was not provided. Etodolac was reported as a concomitant therapy. The physician assessed the relation of the swelling and pain in left knee with synvisc as possible. As of the date of receipt of this report, the patient outcome was unknown. Additional information was received on (B)(6) 2011 in the form of a qa investigation summary. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.